Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that premature battery depletion was suspected. The device was explanted and replaced, with no consequences to the patient. The device will not be returned for evaluation.